Event description:
A medtronic representative reported a navigation system not able to connect to the camera, displayed localizer not connected. Two left green leds were lit on the camera. Re-seating the external cable did not resolve the issue. After a re-boot, the system returned to normal function. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative performed a navigation system check-out, all areas passed. Medtronic representative reported that the system is functioning as it should after replacing the scu. RMA issued. Replacement camera (scu) shipped to site (B)(4) 2013. Medtronic investigation of returned suspect camera finds that when connected to known good system the scu powered up and functioned normally. However, a check of the event log revealed a history of intermittent strobe error. Also, the speaker is weak. Internal strobe error, system fault code, directly caused event.